Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl (vial 1) and 160 mg/dl (vial 2). The customer had a box of 100 CT. Test strips, containing two vials of 50ct. On a different occasion the patient reported receiving results of 60-80 mg/dl (vial 1) and 200-250 mg/dl (vial 2) within 15 minutes. Each blood glucose result was obtained from a different vial. It is unknown which vial produced each result.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.